Manufacturer narrative:
This product does not have an expiration date. The device was evaluated in the field. Eval summary - the service technician discovered the triggering event to be an alignment issue with the electrical components. The light is connected to a central axis which contains an electrical commutator that allows the arm to rotate 360 degrees around the central axis. The commutator has a slip ring which contains brushes (fingers) that align within the grooves of the central axis spindle commutator. If these fingers are off alignment, this can cause connectivity issues. Since both the manufacturing and installation inspections passed, the root cause of this failure is unk. This is not a single use device.

Event description:
It was reported that a camera ready minor surgical light in the isolation trauma room would not turn on. This is the only surgical light in this room. This malfunction was found during room preparation. There was no pt involvement nor adverse consequences.